Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited an error message. The device was reprogrammed and normal settings resumed.